Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed an ict module flush, and observed bubbles in the ict module tubing. The fsr reseated the ict pinch valve tubing, performed an ict module flush, and no bubbles were observed. Reseating the ict pinch valve tubing resolved the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The alinity ci-series operations manual and alinity c service documentation, provide adequate information regarding the troubleshooting of erratic/discrepant ict results and the removal, replacement and verification of part number c-35016640-01 tubing, ict pinch valve. Based on the information within the complaint record, no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for two patients. The following results were provided: sid (B)(6) initial result 9.5 mmol/l, repeated 4.6 mmol/l. Sid (B)(6) initial result 8.8 mmol/l, repeated 3.6 mmol/l no impact to patient management was reported.